Event description:
It was reported by a customer in the USA that an 840 ventilator touchscreen was blocked and unresponsive. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the touch frame assembly printed circuit board (pcb). The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).